Event description:
Caller states that the pt tested 5.4 inr and 3.5 inr during duplicate testing and a reference lab returned as 3.8 inr. No action was taken based on device results. Requested return of supsect device and replacement was sent.